Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was sticking. There was no reported adverse impact to the customer's blood glucose level. Multiple follow up attempts were made by tandem technical support to obtain additional information; however, a response was not received.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. B1, b2, b5, d9, h1, h6 health effect clinical code, h6 health effect impact code , h10 b1, b2, b5, d9, h1, h6 health effect clinical code, h6 health effect impact code , h10.

Event description:
It was reported that the wake button was sticking. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, a specific bg value was not provided. Manual insulin injections were administered to address bg level. The customer reverted to an alternate method of insulin therapy.